Event description:
Boston scientific 5.0x20 millimeters synergy megatron stent was deployed in patient's right renal artery. Stent balloon was inflated after and became stuck in the 6 french guiding catheter. A piece of the balloon broke off in the hypotube and needed to be removed by the physician. Another sheath had to be placed in the patient's right femoral artery. Broken piece was removed from the patient. Patient was stable throughout the procedure and was transferred to post care unit.